Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: rupture, capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient who underwent breast augmentation revision with an unspecified mentor gel implant on the right side, suffered deflation and capsular contracture baker grade iii post-operatively. As a result, the patient underwent unilateral removal and replacement with a 800cc mentor memorygel breast implant on (B)(6) 2019.

Manufacturer narrative:
On 11/18/2019, mentor became aware that the suspect medical device was a (right) 800cc mentor memorygel breast implant catalog: 3508004bc lot: 6413607 sn: (B)(4). Concomitant products: (left) 800cc mentor memorygel breast implant catalog: 3508004bc lot: 6413607 sn: (B)(4). On 11/21/2019, mentor also became aware that the patient also experienced malposition of the right implant secondary to it flipping back into its old pocket. The patient underwent surgical intervention to have the pocket corrected. A manufacturing record evaluation (mre) was performed for the complaint device. As a result, the manufacturing date field has been updated. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 7/28/2019, the product investigation was completed. Device investigation summary: upon visual inspection of the picture, it was observed to be ruptured. The photos do not provide enough evidence to determine root cause. Hands on analysis should provide the evidence necessary to confirm the root cause. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process, complaint trends for mentor devices will continue to be monitored by quality assurance. We value your assistance in providing us an opportunity to evaluate the reported event as all information reported to our company is critical to our continuous improvement efforts. Manufacturer¿s reference number: (B)(4).